Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0c79r, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported pain at implant neurostimulator (ins) site which was noted as sudden. The patient called manufacturer representatives multiple times, met gynecologist and rhumatoidist and had a CT scan done and thinks ins or lead was causing the issue. The patient changed her story several times first saying she wanted it fixed but health care provider (hcp) wanted it replaced, when patient service tried to clarify she said she "assumed" hcp wanted to replace. Throughout the call patient stated she has never had a representative throughout the call .the patient also stated she has been calling the representatives and just met a representative in (B)(6) who turned therapy off and when they turned therapy back on patient felt horrible immense pain. The patient stated that she fell on (B)(6) 2015 (her 1 year implant anniversary). The patient reported she could not sit due to pain she must lie down, and has been transported by hospital bed before. The patient indicated that the stimulation issue reported related to positional movement. The positional pain with the ins could not sit for long drives/plane rides. The patient stated she called the representative the next day but the representative stated it could not possibly be related to the pain in (B)(6). Additional information received on 2016-04-13 later clarified that patient thought the pain was caused by ins and something, likely the lead, needed to be replaced. The following patient has fallen and damaged or moved the ins in a painful way was initially reported but the patient did not use the words that ins or leads were damaged, and through all imaging done she never stated that the imaging indicated damaged or moved device. The patient just believes her pain from the fall was related to the ins and that some part of ins or lead will need to be replaced to resolve. It appeared doctors and representative do not agree with the patient based on patient¿s clarification, but the patient did not make much sense during the call. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.